Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with ventricular tachycardia (vt) episodes in their electrograms (egm). It was determined that these episodes were actually noise on their right ventricular lead. The patient did not receive treatment for episodes that showed noise. Programming changes were recommended, but not done as of yet.